Event description:
Suffered from the following side effects: headache, upper airway irritation, cough, chest pressure, respiratory tract irritation, headache/dizziness, hypersensitivity, and nausea. Also suffered heart attack after use. FDA safety report ID# (B)(4).